Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff requested local staff to repair this c1 after the screen displayed technical event: 233003 and an alarm had gone off while this c1 was in use. No health consequences or impact.